Event description:
It was reported that the patients right side lead had high impedances. The patient underwent a revision procedure wherein the lead was replaced. The patient was doing well postoperatively and the explanted lead will not be returned as it was kept by the medical facility.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.